Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No moisture damage was found on the electronic assembly, motor, battery tube or vibrator assembly. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display w indow corner, minor scratches on the display window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose had been running over 400 mg/dl. The customer reported that the insulin pump had been caught in the rain and condensation was visible under the screen. The customer treated with the insulin pump. The drive support cap appeared normal and recessed and that the cannula had not been bent upon removal. The customer declined to check for air bubbles or leaks. The customer reported that the site was not sore or irritated and the insulin was good. The customer was on manual injections per a health care professional's instruction. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.